Manufacturer narrative:
UDI for conformable gore® tag® thoracic endoprosthesis tge373720: (B)(4). The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment for a thoracic aneurysm of the descending aorta measuring 48 mm in diameter. The patient was therefore treated with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2015, a type 1a endoleak was diagnosed and a gore® excluder® aortic extender component pla360400 was implanted in an attempt to solve the endoleak situation. On (B)(6) 2015, follow-up computed tomography angiography imaging (cta) revealed an aneurysm diameter of 98 mm. With an onset date of (B)(6) 2015, the type 1a endoleak was reported to persist. On the same day, a fenestrated prosthesis was implanted to repair the endoleak. On (B)(6) 2015, additional follow-up cta imaging was performed and identified an aneurysm diameter of 100 mm. On (B)(6) 2015, follow-up imaging diagnosed a ruptured aneurysm and on (B)(6) 2015, additional cta imaging revealed an ongoing aneurysm enlargement with a diameter of 105 mm. On (B)(6) 2015, the patient was reported to have expired following the aortic rupture.

Manufacturer narrative:
Updated event description. Please note: implant date (B)(6) 2015, replaces the previously reported implant date (B)(6) 2015, for the jotec® fenestrated prosthesis implanted to repair the type 1a endoleak. Onset date for the identification of the persisting type 1a endoleak of (B)(6) 2015, replaces the previously reported onset date of (B)(6) 2015. Medical history: "previous aortic repair of descending arch" is withdrawn as found incorrect. Initial reporter, phone #: corrected.

Event description:
The following information was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment for a thoracic aneurysm of the descending aorta measuring 48 mm in diameter. The patient was therefore treated with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2015, a type 1a endoleak was diagnosed and a gore® excluder® aortic extender component pla360400 was implanted in an attempt to solve the endoleak situation. On (B)(6) 2015, follow-up computed tomography angiography imaging (cta) revealed an aneurysm diameter of 98 mm. On (B)(6) 2015, follow-up cta identified a diameter of 100 mm and the type 1a endoleak was found to persist. On (B)(6) 2015, a jotec® fenestrated endoprosthesis was additionally implanted to remedy the type 1a endoleak. On (B)(6) 2015, follow-up imaging diagnosed a ruptured aneurysm and on (B)(6) 2015, additional cta imaging revealed an ongoing aneurysm enlargement with a diameter of 105 mm. On (B)(6) 2015, the patient was reported to have expired due to internal bleeding following the aortic rupture.

Manufacturer narrative:
6. Evaluation codes, h6: code 18: deleted.